Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? No. Another device was used to cut the tissue in order to remove the device from the patient. If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened). If cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the surgeon attempt to manually open the jaws with his fingers? If no: was the device on a vessel/artery when it would not open? If yes, how was the device removed? (I.e. Cut off, forced opened) if cut off, did this cause a change in the plan of care for the patient? Did the removal cause any damage to the vessel/artery? If yes, what is the damage and how was the damage repaired? Did the surgeon continue the case with this same device?

Event description:
It was reported that during an open prostate surgery, the device could not be removed from the tissue when the tissue was clamped with the device. The blade tip was not broken off and no pieces fell into the patient. Another device was use to complete the case. It cut the central side that the device was stuck. It is unknown whether the tissue had damage or not. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n9102v. The device was received with the lower jaw damaged. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the lower jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.